Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, the vasoview hemopro device would not shut off; it kept activating. A replacement kit was used to complete the procedure. There were no patient effects. The product is returning.

Manufacturer narrative:
Method: the device has not been returned to maquet cardiac surgery for investigation. We will continue pursuing the device being returned by the customer. A supplemental report will be submitted when the device is received and the investigation is completed. (B)(4).